Manufacturer narrative:
On (B)(4) 2015 a field service engineer (fse) was dispatched to the customer site. The fse checked the instrument with regards to operation and precision (including checking the wash probes). The fse also ran the precision test and found them to be within acceptable range. The fse was unable to confirm reported event. No further action was required by the fse. A 13-month complaint history and service review for serial number (B)(4) was conducted and no similar events were found. No consequent failures related to the reported event were found in the complaint and service history. The aia-900 service, operator's, and training manuals were reviewed and found to clearly address calibration, operation, maintenance, error messages and flags, and troubleshooting pertaining to the aia-900 system. In conclusion, the reported event could not be confirmed. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2015 customer reported receiving discrepant results when running a bhcg (beta-human chorionic gonadotropin) diagnosis prior to surgery. Customer reported running a bhcg for a pre-op and got a 43, when a negative result (value) was expected. The assay was repeated and a result of <0.5 was obtained. The customer continued to run a bhcg from the original tube and got another <0.5. The customer also informed that they did not report the 1st bhcg result of 43 as they questioned the results. Further, the quality control (qc) results were provided by the customer and were found to be within acceptable range. There was no indication of any patient intervention or adverse health consequences due to the discrepant patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device by manufacturer: on 08may2015 a field service engineer (fse) was dispatched to the customer site. The fse checked the instrument with regards to operation and precision (including checking the wash probes). The fse also ran the precision test and found them to be within acceptable range. The fse was unable to confirm reported event. No further action was required by the fse. A 13-month complaint history and service review for serial number 10614202 was conducted and no similar events were found. No consequent failures related to the reported event were found in the complaint and service history. The aia-900 service, operator's, and training manuals were reviewed and found to clearly address calibration, operation, maintenance, error messages and flags, and troubleshooting pertaining to the aia-900 system. In conclusion, the reported event could not be confirmed. Original MDR# 3005529799-2018-01001 (supplemental to 3005529799-2018-01001). This MDR contains the correct information as reflected in this submission; however, by mistake an MDR was submitted for a separate event with the same number 3005529799-2018-01001. New MDR number 3005529799-2018-04169 was filed for that separate event.

Event description:
On (B)(6) 2015 customer reported receiving discrepant results when running a bhcg (beta-human chorionic gonadotropin) diagnosis prior to surgery. Customer reported running a bhcg for a pre-op and got a 43, when a negative result (value) was expected. The assay was repeated and a result of <0.5 was obtained. The customer continued to run a bhcg from the original tube and got another <0.5. The customer also informed that they did not report the 1st bhcg result of 43 as they questioned the results. Further, the quality control (qc) results were provided by the customer and were found to be within acceptable range. There was no indication of any patient intervention or adverse health consequences due to the discrepant patient results.